Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo for which biosense webster¿s product analysis lab (pal) identified internal liner of the shaft had delaminated. It was initially reported by the customer that the vizigo could not be passed when the dilatator was introduced through the vizigo. High resistance was noted about halfway through the vizigo shaft. This occurred when preparing the vizigo for introduction prior to introduction in the patient. There were no patient consequences. A new vizigo was open to resolve the issue. Additional information received indicated there was no damage to the sheath and the resistance did not damage the catheter or dilator. The issue resulted in high force to move the catheter. The customer's reported resistance issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 20-jun-2025, the bwi pal revealed that a visual inspection of the returned device found scratches on the internal polytetrafluoroethylene (ptfe) liner of the shaft were observed. These findings were reviewed and assessed as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and functionality test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The returned dilator was introduced through the sheath, and resistance was felt while introducing the dilator. The shaft of the device was dissected and scratches on the internal polytetrafluoroethylene (ptfe) liner of the shaft were observed at the area resistance was felt. No manufacturing assembly issues were observed. A device history review was performed for the finished device batch number, and no internal actions were identified. The resistance issue reported by the customer was confirmed. The potential cause of the ptfe delamination could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref # (B)(4).